Event description:
An expired implant was opened in the room. It was discovered and was replaced by a new implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded by the hospital